Manufacturer narrative:
On 13-jan-2021, the suspected medical device was returned for evaluation. On 14-jan-2021, the investigation on the suspected medical device was completed. H.6. Investigation findings c22 : cosmetic. Investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the device revealed two (2) crease/fold on the anterior view. Leak testing was performed according to the mentor procedure, and the result identified two (2) tears (a and b) within one of the creases/fold, measuring approximately less than 0.1 cm (a and b). The evaluation determined that the cause of the rupture is consistent with normal wear. The instructions for use states that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 26-jan-2021, mentor received additional information regarding the replacement device. The device is a 250cc mentor memorygel breast implant (catalog #: 3502504bc, serial #: (B)(6)). Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with a 275cc mentor memorygel breast implant and experienced postoperative right-sided grade iii capsular contracture and rupture. The diagnosis of capsular contracture was confirmed via physical examination. As a result, the patient underwent removal and replacement with an unspecified breast implant on (B)(6) 2020. Upon explantation, the device was found to be ruptured.